Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 patient underwent spinal fusion surgery in which rh-bmp2 was used. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.